Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the patient connector was difficult to remove/disconnect from the transfer set. It was further noted that iodine residue was on the patient connector and female connector. Both connections were then cleaned, and functional testing was performed, and it was noted that they were reconnected and disconnected with no issue. The reported condition was verified. The cause of the reported issue was undetermined; however, likely from the residue (iodine in appearance) on the connectors that caused the components to stick together making them difficult to disconnect as reported. Additionally, during the sample evaluation, it was noted that the female connector separated from the light blue main body while disconnecting the two connectors. The insert/chip was not present but there was evidence that one had been present. There was evidence of solvent inside the barrel of the main body. The causer of the female connector separating from the main body is undetermined should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was unable to disconnect from the patient line of an amia automated pd cycler set. This was observed during use of peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.